Manufacturer narrative:
Other relevant components include: product ID 8709 lot# j0058207r implanted: (B)(6) 2001 explanted: (B)(6) 2017 product type catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving morphine 4mg for a total dose of 1.4mg via an implantable pump for no known indication for use. It was reported on (B)(6) 2017 patient was experiencing withdrawal symptoms. It was not applicable what factors may have caused, contributed, or led to the issue. It was noted that a catheter replacement along with a dye study were performed. It was noted that the issue was resolved and at time of the report patient's status was "alive-no injury." It was noted that patient was showing signs of withdrawal, and healthcare professional (hcp) was unable to aspirate the catheter which led to replacement. It was noted that the catheter will not be returned as the customer discarded. It was noted a partial replacement of the catheter occurred. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the patient's withdrawal symptoms had resolved following the pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-conclusion applies to the pump; code-conclusion applies to the catheter.

Event description:
Additional information was received from the manufacturer representative. It was reported the patient went to the hospital late the night before ((B)(6) 2017) thinking they were experiencing withdrawal. The healthcare provider (hcp) brought the patient back into surgery to perform an exploratory surgery (B)(6) 2017, thinking there was possibly an issue with the catheter or the pump. The hcp did not find anything wrong during the surgery, but elected to replace the pump since the patient was already opened up in surgery. The hcp was able to aspirate easily on (B)(6) 2016, and a dye study was performed in which the hcp could see dye intrathecal. The pump was returned to the manufacturer on (B)(6) 2017 for analysis. No further complications were reported/anticipated.